Event description:
Us sr (B)(4) was opened regarding a cadd solis hpca pumps with ln 21-2111-0401-51 and sn (B)(6): it was reported that when trying to prime device, it starts beeping and a red screen appeared with error code: 41622. It occurred before infusion. There was no patient involvement and harm. It was reported that when trying to prime device, it starts beeping and a red screen appeared with error code 41622. This error code indicates a motor system fault which is high-priority alarm could interrupt therapy if it were to occur during patient use. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.